Event description:
Drug/diluent: unknown, fill volume: not applicable, flow rate: not applicable, procedure: c-section, cathplace: right side above ptannenstiel incision. Dr (B)(6) stated that she placed two catheters for a patient's c-section on (B)(6) 2013. Upon removal of the catheters on (B)(6) 2013, she met resistance with one of the catheters. The doctor stated that she then cut the catheter and part of the catheter is still in the patient's body. Doctor was advised that it was under her own discretion whether to surgically remove the catheter or leave the catheter in the patient's body. Additional information (B)(6) 2013: per the physician, the catheter section was not removed.

Manufacturer narrative:
Method: the sample will not be returned for an evaluation and investigation. Results: the device history record is pending review at this time. Conclusions: at this time, this complaint is under investigation and I-flow will submit a follow-up report when the investigation is complete. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.